Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. The customer's biomedical engineer calibrated the touchscreen to resolve the problem with the ventilator. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the touchscreen needed calibration. There was no patient involvement. The event date was not specified; estimate used.